Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during pipeline release, the patient presented a twist in the medial/proximal region. There was failure to open. The stent was deployed in the clot for 5 minutes. The stent was removed from the patient. There was damaged in the middle of the stent. The stent was not positioned in a bend. The catheter was flushed as indicated in the IFU. The microcatheter was removed after the pipeline detached inside it. During the removal of the device and its reattachment into the delivery catheter, it detached from the hub of the microcatheter. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing aneurysm embolization surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4,0x3,4x2mm and a 2,5mm neck diameter. The access vessel was the femoral artery with a diameter of 4,4mm. The landing zone was 3,8mm distally and 4,4mm proximally. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was translated that the location of the aneurysm was a transition aneurysm in the left cavernous/ophthalmic segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was clarified "this caused the pipeline to become detached inside the microcatheter." The pushwire was not rotated or pulled back at anytime during the procedure. The proximal section of the pipeline did not open. Aditional steps or other devices attempted to open the pipeline included, "repaid catheter."

Manufacturer narrative:
See h.6. For corrected code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 outer cartons and inner pouches. The pipeline flex embolization device was returned outside the catheter. Damage location details: the pushwire was found to be bent at ~133.0cm and ~155.0cm from proximal end. In addition, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with pads. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The proximal end of pipeline flex shield braid was found not open due to damaged braid. The distal end of pipeline flex shield was found to be fully opened and damaged. Testing/analysis: the braid was stuck within catheter; therefore, the catheter was cut to remove the braid. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure/incomplete to open as the proximal end of pipeline flex shield braid was not opened due to damaged braid. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via torsional overload. The pipeline flex shield and phenom 27 were found to be damaged. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.